Event description:
The customer reported the nurse was going to administer insulin to the patient in the abdomen and after administering, removed the syringe and did not see the needle. Needle broke and stayed inside the patient. Existence of needle was confirmed by xray. No additional information provided